Event description:
It was reported that the patient was hospitalized. On monday evening he had reported to the physician of prurit, increased spasticity, and underdose symptoms. Diagnostic testing/troubleshooting included interrogation and checking the logs. Several motor stalls were noted. It was also reported that a motor stalled occurred but recovered after more than two hours. The logs indicated a pump stall occurred on (B)(6) 2015 at 23:17 and recovered on (B)(6) 2015 at 09:50, stalled on (B)(6) 2015 at 10:04 with a stopped pump duration may exceed tube set on (B)(6) 2015 at 10:04 and a recovery on (B)(6) 2015 at 22:02. There was inquiry of the pump on (B)(6) and it ¿worked this time.¿ however, after several motor stalls the pump was to be replaced and an explant was planned for (B)(6) 2015. Medical intervention of oral drugs was required. The issue was not resolved and the cause was not determined. At the time of the report the patient's status was reported as alive-no injury. This device system delivered lioresal. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. (B)(4).

Manufacturer narrative:
(B)(4).